Manufacturer narrative:
The product was not returned for evaluation. Without evaluating the device, we are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose levels reached 21 mmol/l (378 mg/dl) while wearing the pod for an unknown length of time on the arm. Patient reported an itching and stinging sensation at the site of the pod. When the pod was removed, it was noted that the cannula appeared bent. As treatment, a new pod was applied and correction boluses were delivered.

Manufacturer narrative:
The returned device was evaluated and performed as designed. No kinks or bends were identified on the exposed portion of the cannula. Fluid path testing was performed and insulin was able to pass out the distal tip of the soft cannula. The downloaded data show no increase in pulse widths or signs of struggle during the run of the device that would indicate a fluid path occlusion. The formed needle was also inspected and no abnormalities were found. No defects or deficiencies were identified during the investigation that would contribute to the reported high blood glucose levels or irritation at the infusion site.